Manufacturer narrative:
H3: examination of the valve in laboratory revealed vegetative material within each cusp which resulted in stenosis of the effective orifice area and multiple disruptions. Calcification was also noted throughout each cusp which contributed to stenosis of the valve and further disruptions. Incomplete coaptation resulted from the multiple leaflet disruptions. X-ray analysis revealed extensive calcification within the aortic wall, belly and free margin of each cusp. Stent distortion was also noted and appeared artifactual of explant. Histological analysis was completed by co's consultant pathologist. Sections stained by a variety of techniques were available for examination. Gross examination revealed a porcine bioprosthetic valve with several abnormalities. There was a perforation in the belly region of one leaflet and detachment of the leaflets from two commisures. There were granularities at the commissures and even more prominantly on the inflow surfaces of the leaflets. Microscopic examination revealed marked difuse degenerative changes of the collagen with separation of bundles and insudation of plasma proteins and lipids. There was diffuse severe calcification. There was extensive mural thrombosis with acute and chronic inflammatory cells, and multinucleated giant cells on and under the surfaces of the leaflets. There were numerous colonies of bacteria which show marked degenerative changes. Gram stain revealed only few intact gram positive cocci. Giemsa stain showed much more numerous bacterial forms. The external surface of the aortic wall also had inflammatory infiltrates. In summary, this valve showed bioprosthetic endocarditis associated with marked degeneration and extensive calcification of the leaflets. The large number of degenerated bacteria and relative paucity of acute inflammatory cells suggest therapeutic intervention. The primary cause for dysfunction of this valve was determined to be due to endocarditis. These findings would account for the symptoms noted clinically. H6: 86 = x-ray analysis.

Event description:
This event was reported as: leaflet disruption, insufficiency and "degeneration:. No further info provided.